Manufacturer narrative:
Additional information - h6- investigation/conclusion codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up. During examination of right atrial (ra) lead, it was noted that there was no sensing and no capture on the lead. Physician decided to explant and replace the ra lead. During explant procedure, it was noted that the patient had developed severe scar tissue on the right atrium which resulted in no sense or capture from the ra lead. Physician explanted the old lead and repositioned the new ra lead. There were no adverse consequences to the patient during procedure.